Event description:
Technician alleged that the hilow foot is drifting into reverse trendelenburg. No patient impact.

Manufacturer narrative:
The technician replaced the hydraulic manifold to solve the issue.